Event description:
Patient reported device entering "stop" mode without giving an alarm. Patient indicated that the display and cartridge chamber showed signs of mositure. Patient did not report any physiological effects.